Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the uti was not related. The cause of the utis were a history of recurrent utis. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4) was corrected to (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) in a clinical study that the patient had a urinary tract infection on (B)(6) 2017 and was treated with cipro. On (B)(6) 2017 labs came back negative. On (B)(6) 2017, the patient was seen in urgent care (ur) and given an antibiotic for a urinary tract infection (uti). No further complications were reported/anticipated.